Event description:
A 6f angio-seal vip was selected for use on (B)(6) 2014. The puncture site, in the left leg, was considered high by the physician and the device was deployed without incident. The pt returned for another procedure on (B)(6) 2014 when a blockage was discovered near the puncture site and thrombus was found distally. The pt was kept overnight following an endarterectomy, thrombectomy, and angioplasty with medical to dissolve the thrombus. The physician would not confirm the blockage or thrombos was due to the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angi-seal device instructions for use (IFU) states if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries >5 mm diameter when there is found to be no luminal narrowing of 40 percent or greater within 5 mm of the puncture site. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angi-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.